Event description:
Pump was reported to have a pusher block drive mechanism that would not deliver in one position. The pump did deliver in other drive positions. There were no in-use issues reported. This was found during routine preventive maintenance procedures.